Event description:
The hemostasis valve leaked more than usual.

Manufacturer narrative:
Section f was also completed by the manufacturer if no medwatch form was received from the initial reporter or product user. Device label codes: 1738. The iab with serial number j1419652 was returned for evaluation with the 10 frech, 11 inch sheath/ white hemostasis valve assembly noted to be in place over the catheter tubing. Visual examination revealed kinks in the sheath at the sheath/sheath hub junction. Blood was noted on the exterior of the assembly. Probably cause of difficulty: due to the condition of the returned device, it was not possible to satisfactorily examine the sheath/hemostasis valve. Since no additional information was provided with the device was returned for evaluation, it is possible that the leak originated from the sheath/sheath hub junction. Although conjectural, it is possible that the user perceived this leak to be a faulty white hemostasis valve. The sheath tubing is made of a soft material so as to not injury the pt's artery during the insertion procedure. The sheath/sheath hub junction is molded junction. It is possible that this junction was kinked (as evidenced by the condition of the returned sheath) during insertion leading to a leak in that area.